Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on 31 oct 2019 where the ipg was explanted an replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was receiving a ¿replace generator" message on the patient programmer. A manufacturer representative met with the patient and the ipg was deemed inoperable. Surgical intervention may take place to address the issue.